Manufacturer narrative:
Citation: yashima et al. Coronary occlusion during transcatheter aortic valve replacement with an anomalous origin of left coronary artery. Jacc cardiovasc interv. 2021 aug 23;14(16):e217-e218. Doi: 10.1016/j.jcin.2021.04.041. Epub 2021 jul 28. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6) year-old male patient with aortic stenosis who underwent implant of a medtronic 29-mm evolut pro+ bioprosthetic valve (unique device identifier numbers not provided). Following balloon aortic valvuloplasty, once the valve crossed the annulus the patient¿s blood pressure dropped and electrocardiogram showed st-segment elevation. The valve was rapidly expanded to the point of no recapture; however, the blood pressure did not recover and thereafter maintained with epinephrine. Ultrasound showed left main trunk (lmt) coronary narrowing, which the physician/authors suspected was due to compression caused by the valve. A coronary angiography was then performed with successful implant of a drug-eluting stent in the lmt. Following stent placement, the patient¿s blood pressure and st-segment elevation improved. Finally, the valve was fully deployed in position without issue. No additional adverse patient effects or product performance issues were reported.